Event description:
The reported allegation of ¿high impedance¿ was not duplicated in the lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications.. There were no performance or any other type of adverse condition found with the pulse generator. The lead was returned intact. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. The anchor tether helical appeared to be misshaped and what appeared to be specs of dried body fluids were observed on the surface. The white (+) and green (-) electrode ribbons appeared to be stretched and the helices misshaped and what appeared to be remnants of dried body fluids on the surface of the ribbons. These finding indicated the lead assembly had been attempted to be used. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the lab, there is no evidence to suggest any device-related anomaly with the returned lead.

Event description:
A new generator and lead were opened but not implanted due to reported high impedance being observed. The patient (new implant) was successfully implanted with another generator and lead. The opened but not implanted generator and lead were received. Analysis is underway but has not been completed to date. A review of device history records for the lead shows that no unresolved non-conformances were found.